Event description:
Information received indicates the brake is not working due to broken brake linkage at the head end of the bed.

Manufacturer narrative:
The technician replaced the brake rod connecting rod and rocker link to repair the bed.